Manufacturer narrative:
The microsensor ventricular catheter kit (ID 826653) was was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor ventricular catheter kit (ID 826653) could not be zeroed when connected with the icp monitor (ID 826635). The problem was noted after the microsensor was placed in the ventricle. It was changed to another of the same microsensor which could be zeroed normally. There was no patient injury or surgical delay has been reported.